Event description:
N/a.

Manufacturer narrative:
Updated fields b4, g3, g6, h2, h4, h6, type of investigation, investigation findings, investigation conclusions, h11. Corrected field h5, h6 medical device problem code. No decon or visual inspection performed since product was not returned and could not be evaluated. An ICU nurse (B)(6) contacted emergency support because the arterial waveform displayed on a cs300 iabp system showed abnormal values with diastolic readings fluctuating dramatically from 9 to 120 mmhg. The pump was using an fo fiber optic cable as the arterial pressure source. A screenshot revealed significant artifact in the arterial waveform. Initial troubleshooting included flushing the inner lumen for a few seconds and additional guidance to place the pump on standby and flush for 20 to 30 seconds. These steps did not resolve the waveform artifact. While troubleshooting a chest xray was obtained and showed the distal balloon marker positioned at the 5th intercostal space higher than ideal for correct balloon placement. The interventional cardiologist determined the patient would be moved to the or shortly for CABG where the surgeon planned to reposition the balloon catheter. Guidance was provided to the or circulator on recalibrating the system after repositioning. Both (B)(6) and the or team appreciated the support and had no further questions. No patient harm occurred. Since the product was not returned we were unable to perform a device evaluation. Based on the event description improper intraaortic balloon catheter position led to poor arterial signal transmission and significant waveform artifact on the fo cable. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rationale provided above no escalation to the CAPA process is required.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
It was reported by the customer through emergency support program, that the sensation plus 50cc (iab) had unable to monitor arterial pressure waveform & iab was migrated. The diastolic goes from 9 to 120. Also, reported the cs300 was using the fo cable for the ap source, and the distal marker was in the 5th intercostal space. No patient harm or injury was reported.